Event description:
A physician reports that a pt underwent cataract surgery with bilateral implantation of the crystalens. Approx one month postoperatively, the pt presented with bilateral capsular contraction syndrome (ccs) with increased astigmatism and accompanying iritis ou. Yag capsulotomies were performed ou in order to reposition the lenses. The ccs resolved bilaterally; however, there is low-grade residual iritis ou, despite treatment with continued steroids and nsaids. Refer to medwatch report # 2031924-2007-00354.

Manufacturer narrative:
Device remains implanted and is therefore not available for eval. The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported event is unk.